Manufacturer narrative:
The field service representative ran an ise performance check and an outlier was found. He checked the ise module tubing and found some salt bridges inside the electrode block. He then cleaned the whole ise plate. The field service representative ran an ise pipetting check and a check test which were acceptable. He replaced of the reference electrode and all solutions and repeated the ise performance check with all values in the expected ranges.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect for gen.2 results for qc material that varied more than 5 mmol/l. The customer measures sodium, potassium, and lithium but does not measure chloride. The customer alleged that erroneous patient results were also received, but no specific patient data could be provided. The customer stated they did not repeat the suspect patient samples. The customer did not recognize the issue with the qc results and reported patient results outside of the laboratory. The customer did not get any complaints about abnormal or wrong values. There was no allegation of an adverse event. The electrode lot numbers and expiration dates were requested but were not provided. Multiple electrodes were replaced by the customer and field service representative. The probe set and the entire ise module was replaced.

Manufacturer narrative:
A specific root cause could not be determined. Investigation of the acceptable analyzer performance testing data excluded a pipetting problem. The provided calibrations and qc data was acceptable. The salt bridges found by the field service representative may have contributed to the issue. No systematic problem of the ise module could be identified. Review of the instrument settings found the interval for the electrode service was set to 7 days. According to product labeling, the interval for the electrode service should be configured to 3 days based on the throughput of ise samples per day in this laboratory. The customer updated the interval and the analyzer performance and qc results improved. Upon follow up, no further issue were reported.